Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl. She stated that she may have changed her infusion set incorrectly. The patient attempted to treat via insulin pump bolus. The customer called back two hours later with a similar issue. Her blood glucose was 375 mg/dl but increased to 416 mg/dl, and then 430 mg/dl. She had changed her infusion set but not her reservoir. The patient declined troubleshooting for the high blood glucose. She was advised to change her entire set, reservoir and insulin included. At the end of the call her blood glucose was 443 mg/dl, which she treated via insulin pump bolus. The insulin pump was not returned for analysis.